Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. A potential lead replacement was discussed, and a commanded shock was scheduled for the near future. This lead remains in service. No further adverse patient effects were reported. Hold pj 01.20